Event description:
It was reported that this right ventricular (rv) lead had dislodged. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.